Manufacturer narrative:
The manufacturer had previously reported the allegation of a high temperature alarm occurring. The blower motor was returned to the manufacturer's product investigation laboratory for further investigation. A "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's blower motor was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator displayed a "high temperature" alarm. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.